Event description:
Pt reported the infusion device does not emit an alarm when the insulin is low. No diseases or injuries were reported. No further info is available. No physiological effects were reported. The pt did not request assistance from a health professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.